Manufacturer narrative:
Manufacturer's preliminary comments: usp twist has a unique lock system that should reduce the risk of dismantling of the device. If not correctly locked by a twist before use as mentioned in the instruction for use, so that the tabs come to be lodged in the "l-shape" (grooves) of part a, the different parts of the device may separate during use. Tests have shown that excessive pressure could be a causative factor for the disassembly of the device in addition to incorrect device assembly this report described the separation of usp twist part a (injection device) from usp twist part b (handle) leading to cannula bending or eventually breaking into patient's mouth, as well as practitioner being accidentally stuck during use. There was no information on the way of device use or assembled. Mishandling of the device is to consider. However, pending quality investigations and/or additional information, no root cause could be determined. Usp twist (upgrade version of the former presentation usp) was newly launched during the covid-19 pandemic period. Pending quality investigation and/or additional data no root cause is determined and no CAPA is required. Manufacturer's final comments: this is the third complaint for an "injection device disassembling" and/or "cannula breakage/bent" defects with the batch f51690aa (150'500 devices). No quality defects on devices were observed for these complaints and dentist's practice could not be discarded as a root cause. In the case report, and from quality investigations, no device quality defect was identified. No final root cause could be determined but incorrect use is to consider ( such as: multiple cartridges used, excessive pressure, incorrect locking of the system, use of an incompatible handle) but no information provided to conclude. Quality investigation report: the practitioner did not respond to the questions from the manufacturer, did not communicate the handle type or batch number and did not return any samples. No quality defect of the injection device or of the cannulas was observed during investigations. After investigation, no quality defects on devices were observed for these complaints. The cannula breakage was due to the disassembly of the device. Based on similar reports received by the company, product misuse could be the root cause although the IFU provides detailled indications on assembling and the proper use of the device. The residual risk remains acceptable, a review of the risk assessment is not required. No device quality defect was identified and no final root cause was determined. A misuse is neverthless suspected. The IFU provides detailled guidance for device assembly and proper use. No corrective action is deemed necessary.

Event description:
Spontaneous report, from france. Local reference: # (B)(4). Quality complaint reference: #(B)(4). This initial serious case report was received on (B)(6) 2021 from a pharmacist. Follow-up 1 was receivd on (B)(6) 2021 from the pharmacist. Follow-up 2 was received on (B)(6) 2022 from quality department. The report described sudden separation between the injection device and the plunger during local infiltration with the device ultra safety plus twist in a group of patients for tooth extraction #16 on (B)(6) 2021. The dentist and the patient were involved within this suspected medical device incident. At the time of the report, the dentist and the patient had fully recovered without sequelae. No other medical device was used during the dental procedure. Ultra safety plus twist was used with 2 ml of the medicinal drug septanest 40 mg/ml (articaine hydrochloride with epinephrine) (batch b25273aa; exp date: sep-2021). It was reported that the dentist complained of different episodes of incidents for patient and operators during local infiltrations: sudden separation between the injection device and the plunger: needle bent, could not be used for dental procedure; needle was roughly propulsed leading to a risk for patient and blood exposure accident; needle breakage leading to injury of patient and broken fragment remained in the patient's mouth and had to be removed with unspecified procedure. The dentist specified that during the local anaesthesia, the dental needle was broken and remained into patient's gum, subsequently, the medical device was changed and the dental needle was twisted. Other information of product: septodont usp twist - batch number (f51690aa ; exp. Date: 31-aug-2025) / size 30g - 0.3x21 mm / blue handle was used. According to the reporter, this incident was assessed as non-serious and assessed as serious due to internal convention given that cannula broke in patient's mouth. Quality investigation report: the practitioner did not respond to the questions from the qual093, did not communicate the handle type or batch number and did not returned samples. No quality defect of the injection device or of the cannulas was observed during investigation. After investigation, no quality defects on devices were observed for these complaints. The cannula breakage was due to the disassembly of the device. Manufacturer's preliminary comments: usp twist has a unique lock system that should reduce the risk of dismantling of the device. If not correctly locked by a twist before use as mentioned in the instruction for use, so that the tabs come to be lodged in the "l-shape" (grooves) of part a, the different parts of the device may separate during use. Tests have shown that excessive pressure could be a causative factor for the disassembly of the device in addition to incorrect device assembly this report described the separation of usp twist part a (injection device) from usp twist part b (handle) leading to cannula bending or eventually breaking into patient's mouth, as well as practitioner being accidentally stuck during use. There was no information on the way of device use or assembled. Mishandling of the device is to consider. However, pending quality investigations and/or additional information, no root cause could be determined. Usp twist (upgrade version of the former presentation usp) was newly launched during the covid-19 pandemic period. Pending quality investigation and/or additional data no root cause is determined and no CAPA is required. Manufacturer's final comments: this is the third complaint for an "injection device disassembling" and/or "cannula breakage/bent" defects with the batch f51690aa (150'500 devices). No quality defects on devices were observed for these complaints and dentist's practice could not be discarded as a root cause. In the case report, and from quality investigations, no device quality defect was identified. No final root cause could be determined but incorrect use is to consider ( such as: multiple cartridges used, excessive pressure, incorrect locking of the system, use of an incompatible handle) but no information provided to conclude. Quality investigation report: the practitioner did not respond to the questions from the manufacturer, did not communicate the handle type or batch number and did not return any samples. No quality defect of the injection device or of the cannulas was observed during investigations. After investigation, no quality defects on devices were observed for these complaints. The cannula breakage was due to the disassembly of the device. Based on similar reports received by the company, product misuse could be the root cause although the IFU provides detailled indications on assembling and the proper use of the device. The residual risk remains acceptable, a review of the risk assessment is not required. No device quality defect was identified and no final root cause was determined. A misuse is neverthless suspected. The IFU provides detailled guidance for device assembly and proper use. No corrective action is deemed necessary.